Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding hernia recurrence and adhesions, the warning section of the instructions-for-use states the following ¿to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Also, "there may be a possibility for adhesion formation when mesh is placed in direct contact with the bowel or viscera.¿ should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol composix e/x hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and "remove it" and also remove multiple intraabdominal adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol composix e/x hernia patch mesh was implanted to repair the hernia defect on (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and "remove it" and also remove multiple intraabdominal adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix mesh e/x. Per operative notes, "the hernia sac was identified and a composix e/x mesh was placed." On (B)(6) 2016 - patient was diagnosed with adhesions and abdominal pain thereby underwent revision surgery with extensive adhesiolysis and cholecystectomy. (No details regarding this procedure, operative notes were not provided in the medical records) attorney alleges that the patient had adhesions, abdominal pain and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding hernia recurrence and adhesions, the warning section of the instructions-for-use states the following ¿to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Also, "there may be a possibility for adhesion formation when mesh is placed in direct contact with the bowel or viscera.¿ addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of composix mesh e/x, patient was diagnosed with adhesions and abdominal pain thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d1 (brand name), d4 (UDI no), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.